Event description:
As reported, the plug of a 6f mynx grip vascular closure device (vcd) was sticking together with the distal end of the closure system and was pulled out of the body together during withdrawal. Manual compression was used to achieve hemostasis. There was no reported patient injury. The device was used to close a puncture site following an emergency stroke procedure, and the issue was identified after completion of a standardized operation during final system withdrawal. The advancer tube was held in place while removing the balloon from the access site. There was no shallow vessel depth. A non-cordis vascular sheath was used. The femoral artery suitability was verified on angiography or venography, including the vascular sheath introducer insertion angle of 30¿45 degrees. The vessel diameter was verified to be greater than or equal to 5 mm. There was no vessel tortuosity or calcium present near the puncture site. The procedure was performed using a retrograde puncture approach, and the operator was mynx certified. The device will be returned for evaluation.

Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.